Manufacturer narrative:
Date of event was reported as both (B)(6) 2016 and (B)(6) 2016. Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) was "protruding outwards and pops out" and was getting close to breaking through the skin. They noted that they did not know how this could have happened and did not know what to do from here. The patient did not currently have a managing physician for the device. Additional information received from the patient on (B)(6) 2016 reported that they are scheduled to have their ins removed on (B)(6) 2016 because it was causing them problems. They clarified further that the ins was "protruding her skin" and was almost breaking through. The patient stated that the skin was not broken yet but almost. It was also reported that one of the leads was loose. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow report will be sent.

Event description:
Additional information received from the patient initially reported that they were scheduled to have the device (therapy) removed the following day. The patient confirmed that the stimulation never helped in controlling their symptoms. They also reported that the ins battery pack had moved out of the pocket and was now protruding from the skin. In addition, the patient stated that one of the leads felt loose. Further information received the following day reported that the surgery (to remove the device) had been postponed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.